Event description:
It was reported that the patient presented with pocket erosion with the implantable cardiac defibrillator (ICD) noted to erode from the pocket site. The ICD was explanted on (B)(6) 2025. The patient was in stable condition.